Event description:
It was reported that when using the bd pyxis¿ medstation¿ es machine was entirely unresponsive. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture 10-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system is entirely unresponsive. A field service engineer powered the station off and disconnected main drawer 6, then powered it back on with no change. Then powered it off again, disconnected main drawer 5, and after powering on, the station began to boot. Then powered off the station, reconnected all auxiliary drawers, and replaced the individual pyxibus module control board, the retractor band, and the l-shaped pyxibus module control board in main drawer 5. After completing the replacements, fse powered the station back on and tested the drawer in the hardware test application to resolve the issue. The system functioned as intended after the field service engineer repaired the device.